Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Device 1 of 2; reference MFR. Report: 1627487-2019-07010. Follow up information identified the patient is no longer expecting surgical intervention at this time.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2019-07010. It was reported the patient was unable to increase amplitude for stimulation. Diagnostics revealed high impedances. To address the issue, the patient may be awaiting surgical intervention.